Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and implantable defibrillation lead exhibited noise. The noise was oversensed resulting in pacing inhibition for an unknown duration for this pacemaker dependent patient. An invasive procedure was performed. No additional adverse patient effects were reported.

Event description:
Additional information was received that the noise and oversensing resulted in greater than two seconds of pacing inhibition.

Manufacturer narrative:
The hospital kept the product and the return is not expected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device and lead were successfully explanted and replaced. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.